Event description:
Customer reports result of 18 mg/dl obtained on the aviva system at 11:30; paramedics had been called and within 15 minutes customer also tested 18 mg/dl on the professional meter. Customer's wife gave him potato soup and unsweetened apple juice, for which he could have obtained on his own. At 13:45 customer's wife noticed he was not responding to her; his blood glucose result was 138 mg/dl on the aviva system. Paramedics were called again, and customer was taken to the hospital at approximately 14:00. Customer was treated with an IV (contents unknown) and was admitted overnight. Customer's condition has improved. Requested return of suspect device and replacement was sent.